Event description:
It was reported by the sales representative that allegedly the ceramic tip of 3.5mm 90 serfas energy probe broke off. There was reportedly no patient injury.

Manufacturer narrative:
Additional information will be provided, once investigation is completed.